Event description:
Report received of an overdelivery. The customer contact indicated that the event was the result of an operator error in programming the device. The physician ordered the patient to received 300ml of 3% hypertonic saline over a 6 hour period. In 2004 at an unspecified time, the pump was programmed to deliver at a rate of 300ml/hr instead of the intended volume to be infused (vtb) of 300ml. Tje vtbi of 500ml was programmed. Approximately two hours later at 1000, the nurse was called to the patient's room because the pump was alarming. At this time, the nurse noted that the bag was empty. The physician was notified of the "wrong dose and wrong flow rate" and the patient was transferred to the ICU for observatioin. The device was removed from clinical service. There were no reported adverse patient effects and no medical interventions were required. Though requested, no additional information was provided.